Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/ damaged casing) issue. The reporter alleged that the battery compartment was cracked/damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 06/24/2014 with the following findings: visual inspection revealed that the battery compartment was cracked on the threads and below the finger pad. Unrelated to the complaint, evaluation revealed that the battery cap was stripped/damaged. Also unrelated to the complaint, evaluation revealed that the up arrow and contrast keypad buttons were intermittently unresponsive. The keypad cover was intact; no damage was observed. The keypad cover was removed and contamination was found under all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.